Event description:
Ous MDR- this lead was explanted and replaced due to loss of capture, high threshold >2.5v, and low pacing impedance. The patient experienced dizziness and exhibited pre-syncope behavior.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 53 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and the connectors was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed the ligature marks approx. 34 cm proximal to the lead tip. In this region a squeezed lead body was observed. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. The insulation was however intact. Furthermore, deformations of both shock coils were detected which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.